Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 plastic tip of the bisector was separating from the metal cautery within the bisector jaws. When the defect was noticed, the device was immediately removed from the surgical field. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 plastic tip of the bisector was separating from the metal cautery within the bisector jaws. When the defect was noticed, the device was immediately removed from the surgical field. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. A visual inspection was conducted. Signs of heavy char and tissue were observed on the harvesting tool jaws. The heater wire was observed to be bent and detached at the tip of the hot jaw. The wire remained attached at the base of the hot jaw. The silicone insulation on the cold jaw support was observed to be completely intact. No other failures were observed. Based on the returned condition of the device, the reported failure ¿peeled; jaw¿ was not confirmed but was confirmed for the analyzed failure ¿material twisted/bent; wire¿. Specific actions for the analyzed failure ¿material twisted/bent; wire¿ are being maintained and documented under maquet's failure investigation report (fir) system.